Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port was damaged and made it difficult to charge the pump. In addition, it was reported that the touchscreen was difficult to read. It was unable to be confirmed if the issues were being experienced by the customer or they were hypothetical situations. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.